Manufacturer narrative:
H10: additional information. Results of investigation: e associated trauma interface, intended for use in treatment, was returned and evaluated. Visual inspection of the returned device showed the device showed significant signs of wear/usage. The device was sent to supplier for evaluation. The report found physical power switch damaged; can not power up system. And touch screen deep scratched ; punched deep to touch screen glass. The system is not repairable. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.

Manufacturer narrative:
The associated complaint device was not returned. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. Without the actual product involved and or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported the software was presenting problems, it was unable to display the main menu and after rebooting it continued not responding. The surgery was finished with the blockage technique under fluoroscope. Delay under 30 min. No back-up available or injury reported.